Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the syringes have no suction and are leaking past the black rubber and it is very difficult to get plastic casing off and plungers are too tight.

Manufacturer narrative:
A non-conformance (nc) review was conducted for lot 24f050 and there were no ncs related to the reported event issued during the manufacturing of this lot. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no device(s) returned for evaluation; therefore, the affected product(s) could not be evaluated to confirm the reported issue. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.